Event description:
It was reported the patient had a bioarc sling implanted on or about (B)(6) 2008 to treat stress urinary incontinence. The patient experienced infections, inflammation, bleeding, vaginal discharge, pain and suffering, impairment, disability, and permanent injury.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.